Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6005493, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 10-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6005493. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6005493 was manufactured according to the work instruction (wi)version 110, in the machine inset 6, on 13/feb/2024, with a total of (B)(4) units. The lot 4b00810 was packaging according to the wi version 60, in the machine sc01, on 13/feb/2024, with a total of (B)(4) units. The lot 4a01589 was packaging according to the wi version 59, in the machine sc02, on 14/jan/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. The reference samples for the lot 6005493 have already been previously tested in the complaint (B)(4) on 12-jun-2025. Wi guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test and functional test air flow according to wi version 2 on reference samples, 05/05 samples passed the test. . Conclusion summary of complaint investigation: as a result of the following: no defect on tests for samples, no non-conformance (nc) raised during production related to complaint code, one complaint threshold identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced hyperglycemia on (B)(6) 2025 due to two bent cannula of infusion set. The blood glucose level was high at the time of event and felling nauseous and vomiting. No further information available.